Event description:
A consumer reported seeing halos following intraocular lens (iol) implant surgery. There was no decrease in the consumer's visual acuity. No further information is expected.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No further information is expected. (B)(4).